Manufacturer narrative:
The log book was analyzed by the manufacturer. It was found that on the date of the reported event, (B)(6) 2016, the alarm message "poti unplugged" was logged pointing to a faulty potentiometer to be root cause of the reported event. In case of this failure the ventilation is stopped accompanied by an optical and acoustical alarm. An alternative ventilation device (e.g. Ambu bag) has to be kept ready, as described in the instructions for use. In december 2016 dräger has issued a safety notice to introduce a new software which reduce the impact of this special error condition. In case of a ¿poti unplugged¿ condition the device will continue to ventilate with the last valid settings. The concerned competent authorities have been informed when this action was started.

Event description:
It was reported that the device shut down while in use. No patient injury reported.